Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument's tube extension was cracked, but no material appeared to be missing. The crack was approximately .311 x .191. It was concluded that the damage was likely due to mishandling/misuse. Failure analysis investigation also found that the pad printing on the instrument's tube extension exhibited a small scratch where material was missing. It was concluded that the damage was likely due to mishandling/misuse. No other damage was found. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings -handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event. In a fragment-causing failure (such as a cable failure, a broken tube extension etc.) For the mcs instrument, the tip cover accessory will hold such fragments inside the tip cover, preventing loss into the patient during the removal of the instrument. Because the tip cover acts as a barrier, these failures, which might be reportable in other instruments, are not reportable events for the mcs instrument; however, the missing pad printing material, which was found during failure analysis evaluation, could likely cause or contribute to an adverse event, if the failure mode were to recur.

Event description:
It was reported that during the reprocessing of a da vinci monopolar curved scissors instrument, the orange part of the shaft was observed to be broken. There was no report of fragments falling into a patient, and no patient harm, adverse outcome or injury was reported.